Manufacturer narrative:
B2 outcomes attributed to adverse event - updated. B3 date of death - approximately (B)(6) 2018. B5- describe event or problem: updated. F10 patient codes - updated. H1 type of reportable event - updated.

Event description:
Lotus post-marketing surveillance study. It was reported that dyspnea, infection and death occurred. A 23mm lotus valve was implanted in a patient in (B)(6) 2016. In (B)(6) 2016, the patient experienced dyspnea and presented to the emergency room. The patient was admitted and infection was found. Antibiotic treatment was given and the patient's symptoms improved. The patient was discharged four (4) days later. It was further reported that the patient died two (2) years post implant.

Event description:
(B)(6) study. It was reported that dyspnea and infection occurred. A 23mm lotus valve was implanted in a patient in (B)(6) 2016. In (B)(6) 2016, the patient experienced dyspnea and presented to the emergency room. The patient was admitted and infection was found. Antibiotic treatment was given and the patient's symptoms improved. The patient was discharged four (4) days later.